Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report issues with the insulin pump. Customer reported that the insulin pump has a completely black screen. Customer's blood glucose reading was 347 mg/dl. Customer reported that the insulin pump has an unresponsive keypad. No significant events leading to the keypad or screen issues were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.